Event description:
Per the clinic, the patient experienced an extrusion of the implant resulting in the decision to explant the device. The device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.